Manufacturer narrative:
On (B)(4) 2012, a beckman coulter field service engineer (fse) evaluated the analyzer. The fse observed normal instrument operation and verified probe assembly. The wbc (white blood cell) bath was replaced due to a deformed electrode. Ran startup, latex calibration and clog detection procedure, adjusted values to normal control. Verified instrument performance to specifications. Cause of the event was not determined. Product labeling was evaluated. Coulter ac-t diff 2 analyzer operator's guide pn4237495, chapter 6, table 6.10 irregular sample results: situation: all counted parameters are consistently lower than normal. Mcv is normal, probable cause: short sample. Poor bath drain. Diluted sample. Suggested action: see aspiration problems, incomplete aspiration - it is very difficult to tell an incomplete aspiration when you are aspirating only 12 ul. This conclusion can only be arrived at by analyzing the results. Wbc, rbc, hgb and plt would have to be low, with mcv normal. Leaks or plugs are in drain path. Lv12, lv15 or lv18 has a problem, plugged filter to waste pump. Waste pump has a problem. Check that probe wipe is working and not dripping into sample.

Event description:
Customer reported four out of twelve patient samples were discordant for multiple cbc (complete blood count) parameters when using a coulter ac-t diff 2 analyzer. Erroneous test results were reported out of the laboratory. Quality control was within specifications prior to the event. There were no reports of death, serious injury, or affect to patient treatment associated with this event.